Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 255 mg/dl. Troubleshooting was done. The insulin did not exit the tubing. Asked customer for if there was another infusion set. Unable to reply. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.